Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 8 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over 4.5 years of support, the patient was in the market and felt dizzy. The patient lost consciousness and suffered head trauma. The patient regained consciousness upon admission to the intensive care unit. A CT scan showed a mild subdural hematoma. The injury on the head was sutured. Interrogation of the system controller history revealed pump off, driveline disconnected, and low speed advisory alarms. X-ray images revealed areas of concern on the driveline at the pump end bend relief. No further pump off or other alarms occurred after admission to the hospital. The patient subsequently underwent a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned explanted pump confirmed driveline damage that could have contributed to the reported pump stop events captured in the submitted log file. The pump was returned with the driveline severed approximately 1 inch from the pump housing with the remaining returned portions measuring 7 inches and 38 inches. A driveline repair was present. The repair site was disassembled revealing a partial wire fracture on the brown wire as well as an insulation breach on the red wire adjacent to the proximal edge of the repair. However, a cause for the wire damage at this location cannot conclusively be determined. No damage to the outer silicone jacket was observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Examination of the wires revealed insulation breaches on the yellow, orange and brown wires approximately 8 inches from the pump housing, exposing the wire conductors beneath. The adjacent wires showed evidence of abrasion but the inner conductors were not exposed. The observed damage to the orange, yellow and brown wires appeared consistent with abrasion against the metal braided shield due to repetitive flexing at this location. If any of the exposed conductors made direct contact or simultaneous contact with the braided shield, the resulting short could have contributed to the low speed and pump stop events on the submitted system controller log file, while the system was operating on batteries. An interruption in pump support could potentially have impacted the patient's hemodynamics contributing to a loss of consciousness and subsequent head trauma. Upon disassembly of the pump, examination of the blood contacting surfaces of the blood tube, inlet and outlet stators, as well as the rotor, did not reveal any adhered depositions or thrombus formations. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.